Event description:
It was reported that the patient noticed a decrease in volume in 2005. After changing the batteries and cable, the patient was unable to hear any sound with the implant. Testing confirmed that the device had malfunctioned.